Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheter found no significant anomalies.

Manufacturer narrative:
Concomitant medcial products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a representative regarding a patient receiving intrathecal gablofen 500 mcg/ml at 150 mcg/day via an implanted infusion pump. There was swelling at the catheter implant back site. The patient reported having ineffective therapy. A dye study was performed, and exploratory surgery was performed. The catheter was disconnected from the pump. It was cleared and found to be patent. The catheter port on the pump was flushed and found to be patent. The patient's status at the time of the report was alive with no injury. Additional information was received from a representative indicating that the swelling at the back site continued to be a problem. The cause was undetermined. The pump and catheter were removed.